Manufacturer narrative:
Evaluation: method- the device history and sterilization records were also reviewed. Results- the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion- the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference mfg report #1627487-2010-02705 for device 2. On (B)(6) 2010, the patient was implanted with an scs system. The patient was unhappy with the results from the stimulation. The patient was reprogrammed many times and also had his leads revised on (B)(6) 2010. The patient's pain pattern was bilateral low back and left leg pain. To capture these areas the stimulation had to be set at a high amplitude which resulted in rib stimulation. The patient elected to have the entire system removed and not be reimplanted.